Manufacturer narrative:
(B)(4). Date sent: 10/18/2024 d4: batch # unk .. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent lap sleeve gastrectomy with hiatal hernia repair. Document states that surgeon used ¿ethicon 60 mm linear stapler with initial black load and subsequent green loads to create the sleeve gastrectomy.¿ pleading further states that ¿on or about the third firing of the stapler, ¿the stapler misfired/malfunctioned, causing a large gastrotomy and bleeding at the top of the third stapler line¿ pleading further states the surgeon performed a partial gastrectomy in the area and a roux en y gastric bypass was performed instead of the intended gastric sleeve. Patient reportedly underwent additional hospitalization for a bowel obstruction post operatively.